Event description:
Boston scientific received information that this left ventricular lead dislodged resulting in loss of capture. As a result, this lead was explanted. It was noted the lead was destroyed during the explant procedure and would not be returned. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.